Event description:
Procedure type: esophagectomy. Patient gender: unknown. According to the reporter: the device was used for an intrathoracic anastomosis of the esophagus to the stomach. Anastomosis was successful and no abnormalities were noted. On the third day post-operatively, a leak was observed. The leak was water after the patient drank some. On the forth day, an emergency surgery was performed, and a one cm aperture was found on the anastomosis. Three stitches were applied to correct the condition, the hole and complete the procedure. Nothing wrong or unusual was observed after the original anastomosis, no staple reinforcement material was used, and the donuts were normal. It is not disclosed how the doctor tested the anastomosis during the procedures. The patient's current condition is well. No further patient details were disclosed.